Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no reported impact to the customer's blood glucose level. The reported issue was unable to be confirmed.